Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial numbers (B)(4). The customer stated before the first testing, the patient was feeling lethargic. There was no allegation of an adverse event. The patient was currently alert and oriented. Each test was performed with a different finger stick. Quality controls were tested on the meter within 24 hours and the results were within range. Two different vials of the same lot number of strips were used for the testing. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was received for investigation. The meter was tested with retention test strips and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 43, 44, 43 mg/dl, level 2: 302, 301, 302 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.